Event description:
The customer reported that the device failed to acquire pads ECG during use. No adverse impact for the involved pt was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to acquire pads ECG during use. No adverse impact for the involved pt was reported. The device was evaluated locally. The symptom was verified. The issue was localized to a fracture in the therapy cable. The therapy cable was replaced to resolve the issue.